Manufacturer narrative:
(B)(4).

Event description:
The neurostimulator (ins) was turning on. Before she exercises she turns the ins off and confirms by seeing the ins off icon. Then when exercising she feels stimulation in back area and pulsating in foot. It "feels like it is on fire" in her back. She felt stimulation in her leg and not in her back. It was noted that she developed pus pockets all over her body after implant and it was unk if it was from the implant. She has felt sick since implant. Additional info has been requested.